Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display light not working and volume were not adjustable on highest volume. Blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies noted. Device received with the audio alert adjust and display brightness adjust functioning properly. No audio alert anomaly or display anomaly noted. Device received with minor scratches on case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment.